Event description:
It was reported that on a number of occasions, the unit would turn itself off while in use. It was further reported that the unit shut off during 2 cases and that in each case, no significant delay or harm to the pt occurred. It was further reported that the unit was removed for eval and that after 6 minutes of testing, the unit shut off.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.